Event description:
Same case as 2134265-2015-00604 and 2134265-2015-00676. It was reported that automatic pullback failure has occurred. A 75 percent stenosed, moderately tortuous and severly calcified target lesion was located in the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with a motor drive unit to diagnose the target lesion. An imaging catheter was connected to a motor drive unit 5 plus, but was recognized as atlantis pv. The opticross was reconnected three times but the issue was not resolved. The opticross was then exchanged to another of same catheter, this complaint device, and was connected to a motor drive unit three or four times, but the same issue had occurred. After the procedure, the ilab was rebooted up and the opticross was reconnected as test, however, the opticross was not recognized properly. On the 5th attempt, the motor drive was not covered with a sterile drape, the catheter was recognized properly and pullback was performed, however, the device stopped after 1.5~2mm. Pullback was then restarted and the device stopped again at 1~2mm. The catheter became unable to be recognized and "no catheter" was indicated. The procedure was completed with another device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications for mdu-5 qc functional test. The interactions between the ilab system and the mdu5+ as well as between the mdu-5+ and the catheter may have contributed to the reported issue. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-00604 and 2134265-2015-00676. It was reported that automatic pullback failure has occurred. A 75 percent stenosed, moderately tortuous and severly calcified target lesion was located in the left anterior descending artery. During a percutaneous coronary intervention, an opticross imaging catheter was used in conjunction with a motor drive unit to diagnose the target lesion. An imaging catheter was connected to a motor drive unit 5 plus but was recognized as atlantis pv. The opticross was reconnected three times but the issue was not resolved. The opticross was then exchanged to another of same catheter, this complaint device, and was connected to a motor drive unit three or four times, but the same issue had occurred. After the procedure, the ilab was rebooted up and the opticross was reconnected as test, however the opticross was not recognized properly. On the 5th attempt, the motor drive was not covered with a sterile drape, the catheter was recognized properly and pullback was performed, however the device stopped after 1.5~2mm. Pullback was then restarted and the device stopped again at 1~2mm. The catheter became unable to be recognized and "no catheter" was indicated. The procedure was completed with another device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).